Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 was removed due to bone loss. Upon x-ray check to see healing process noticed bone loss & not stable; implant was removed. There was a delay during the procedure, added bone to wait to do new implant. Additional appointment required to new implant.